Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing in her whole box of infusion set detached from the set. She opened half and they all detached. Reportedly, uncoiling the tubing led to detachment and it occurred at quick release. She did not even get to put set on her body, while unraveling the tubing detached from the set. The infusions were stored at room temperature. No further information available.